Event description:
In 2008, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component was inadvertently implanted, so that the leading end of the device partially covered the patient's left renal artery. An occlusion balloon was used to successfully move the device distally. The patient was then converted to open surgical repair. It was reported that the patient is in stable condition.